Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported the patient lost weight, causing the ipg to be superficial. The patient experienced pain due to the issue. To address the issue, surgical intervention was undertaken during which the ipg was relocated.